Event description:
It was reported that during a palmaz stent placement, the balloon burst & the tip separated. A gooseneck snare, through an indwelling introducer, pulled the indwelling piece to skin level at the groin area and the pt was sent to surgery for removal. No further complications were reported.